Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a controller fault alarm that occurred on (B)(6) 2015 at 19:53:28 logged with alarm status ¿alarm_uic_run_time_failure¿ and fault status ¿sys_uic_aps_fail¿. The alarm had a duration of 5 seconds. Controller faults of type aps_fail is suspected to be related to a leaky diode on the automatic power switch (aps) circuit. This malfunction is highly intermittent. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. The most likely root cause of the reported event can be attributed to a leaky diode on the automatic power switch of the controller, which likely contributed to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that log file analysis revealed a controller fault alarm recorded on (B)(6). The controller fault message stated the following: sys_uic_aps_fail. It is believed that the message could have been caused by the automatic power switch circuit. The clinical staff concluded that the event was related to a controller issue, therefore a controller exchange was performed. There were no reported patient consequences.